Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the implant") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and pelvic pain ("pain"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation, genital haemorrhage and pelvic pain outcome was unknown. The reporter considered device dislocation, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: need for additional surgery. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the implant"), uterine perforation ("perforation (uterus)") and genital haemorrhage ("heavy bleeding") in an adult female patient who had essure (batch no. A06689, 12545934) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hypertension and chest pain. Concomitant products included amlodipine, losartan, metoprolol and spironolactone. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, genital haemorrhage (seriousness criterion medically significant), menorrhagia ("abnormal bleeding (vaginal,menorrhagia),") and vaginal haemorrhage ("abnormal bleeding (vaginal,menorrhagia),"). The patient was treated with surgery (to remove the essure implant) and surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation, uterine perforation and genital haemorrhage outcome was unknown and the menorrhagia and vaginal haemorrhage had resolved. The reporter considered device dislocation, genital haemorrhage, menorrhagia, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: need for additional surgery. Lot number: 12545934 manufacture date: 2012/09 expiration date: 2015/08 lot number: a06689 manufacture date: 2012/05 expiration date: 2015/05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-sep-2018: quality safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the implant"), uterine perforation ("perforation (uterus)") and genital haemorrhage ("heavy bleeding") in an adult female patient who had essure (batch no. A06689, 12545934) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hypertension and chest pain. Concomitant products included amlodipine, losartan, metoprolol and spironolactone. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, genital haemorrhage (seriousness criterion medically significant), menorrhagia ("abnormal bleeding (vaginal,menorrhagia),") and vaginal haemorrhage ("abnormal bleeding (vaginal,menorrhagia),"). The patient was treated with surgery (to remove the essure implant) and surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation, uterine perforation and genital haemorrhage outcome was unknown and the menorrhagia and vaginal haemorrhage had resolved. The reporter considered device dislocation, genital haemorrhage, menorrhagia, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: need for additional surgery. Most recent follow-up information incorporated above includes: on 7-sep-2018: pfs+mr received: new events: menorrhagia, vaginal haemorrhage, uterine perforation, abdominal pain and product lot number, lab data, reporter, patient demographic information, concomitant diseases added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.